Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 12.3mmol, 13.8mmol, 18.7mmol. Tests were done within 20 mins with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.